Event description:
On (B)(6) 2011, the reporter/pharmacy contacted lifescan from (B)(4) alleging that a one touch verio meter failed a control solution test high. The reporter reported a control solution result of "8.6 mmol/l." The reporter did not allege any harm or injury because of the reported issue. Replacement products were sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter, control solution, and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter and control solution passed all testing with no faults found. However, the test strips failed outside of the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.